Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for a high out of range shock impedance measurement of greater than 125 ohms. At this time the system was reprogrammed and the implantable cardioverter defibrillator (ICD) remains implanted and in service as the patient will continue to be monitored. No adverse patient effects were reported.